Manufacturer narrative:
Manufactures investigation conclusion: incidental findings. As an additional finding, the front ui panel has damage that appears to be related to a sudden impact. As an additional finding, the serial number label is worn . As an additional observation, the pump running green arrow symbol on the user interface were dim. The reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller. The log file captured a backup battery fault alarm, which became active on july 7 relating to a backup battery load test failure. The returned system controller was functionally tested using laboratory equipment and the backup battery fault alarm could not be reproduced. The returned 11v backup battery was discharged/charged and testing was unable to reproduce a backup battery fault alarm. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with backup battery fault on the primary controller. A new backup battery was replaced in primary controller which continues to display backup battery fault. The patient¿s controller was replaced with a new hm3 controller and backup battery fault cleared. Log file submitted revealed backup battery faults due to ebb load test failures. The controller will be returned for evaluation. No further information was provided.